Event description:
It was reported that after a small bowel resection procedure, the surgeon claims there was bleeding post-operative on the staple line. The initial surgery went well with no complaints. The surgeon said that he had to re-operate. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used? Blue. Was buttressing material used? If so, what type? No. How was the bleed identified? Reoperation. What was done to address the bleeding? Reoperation. What was the initial reason for the small bowel resection? Unknown. Was the patient on anti-coagulant therapy? Unknown. How soon post-op was the bleed detected? I was told by the surgeon that though the procedure was on (B)(6) 2014 she mentioned the bleed happened on (B)(6) 2014. What is the current patient status? Unknown. Per the sales rep: it was stated by the surgical tech that the bleeding looked to be coming from a site other than the staple line.